Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, an engagement failure on the patient side manipulator (psm) arm with the camera engaged while draping was observed. The user repeatedly reseated the sterile adaptor (sa); however, the issue persisted. Technical support engineer (tse) then had the customer inspect the sa discs to confirm they were not stuck. After this inspection, tse instructed the customer to replace the drape and return the previous drape. The procedure was completed using a backup drape with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument arm drape involved with the alleged issue to perform failure analysis. An RMA has not been issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. There are quality problems with the product.